Event description:
During a basilar artery aneurysm procedure when the subject device was inserted into excelsior 1018 per-shaped 45 150cm microcatheter, resistance was felt. During attempts to remove the subject device, it fractured inside the microcatheter. The subject device was retrieved from the patient's body with the microcatheter. The procedure was finished successfully with a different catheter and coil.